Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagus. According to the reporter: during esophageal surgery, the staples in the device did not form properly. The surgeon changed to a new device and continued the surgery successfully. The first staple line was resected with the use of the 2nd device. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of more than 500cc. Surgery time was not extended by more than 30 minutes.